Event description:
Information received from the field notes that the patient presented in hospital several days post implant. Interro- gation revealed inappropriate ventricular pacing when programmed to 50 ppm and 70 ppm. Short bursts of rapid atrial fibrillation with ventricular pacing at 70 ppm was noted. X-rays revealed ventricular lead dislodgement and perforation. Therefore, the device was replaced.